Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath. The patient was transported to another facility. The alarm message came "helium leak." The catheter was examined for blood and none found. The catheter was not kinked. Therefore, the pump was exchanged with the station-own system. There were no more alarms and the patient could be further supported with the same iab catheter. The pump was examined and the third party organization found blood in the system. The patient outcome is described as okay.

Manufacturer narrative:
(B) (4). Device will not be returned for evaluation.